Event description:
It was reported that the patient presented in clinic, high threshold and impedance was observed on the lv lead. The lead was explanted and replaced. The patient was stable. No further information is available at this time.